Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
In the night of (B)(6) 2018 there was a failure of the evita IV, which had been repaired several times because of the same fault. The device rebooted twice within half an hour and was subsequently replaced. The patient was in weaning at the time, and due to her sufficient spontaneous breathing there were no problems during the device failure. The defective machine was reprocessed and shut down and the patient was provided with a replacement ventilator.

Manufacturer narrative:
The affected device was available from 4th april for the investigation at the manufacturer in lübeck. Based on the entries in the user log, the reported event could be confirmed. On (B)(6) 2018, the device has performed a warm start at 6:20 am and 6:41 am, and then continued the ventilation. In an endurance test in the lab from (B)(6) to (B)(6), the same error occurred ten times. The codes stored in the error log at the time of the warmstart mean that safety software was not correctly triggered on the pdb cpu. However, the system cannot detect which internal component did performed this trigger incorrectly. Based on the repair history of the affected device, the possible causes left were an esd / emc influence (unlikely because the error also occurred in a laboratory environment) or a sporadic technical error of the pcb pneumatic controller. After replacing the pcb pneumatic controller, the device was subjected to extensive tests. An emc immunity test according to iec 60601-1-2: 2007 "radiated em fields" in the frequency range 80 to 2500 mhz at 10v/m was performed in the test center lübeck and showed no deviation. From (B)(4) to (B)(4), another endurance test was performed in which the device did not malfunction. In the same timeframe, another evita 4, in which the removed pcb pneumatic controller was installed, also subjected to continuous running. No deviations have occurred in this test as well. After replacing the pcb pneumatic controller, the device has passed extensive tests to specification and can be used again. Due to the high age of the device and already repeated replacement of various components, we recommended the customer to exchange the device in this case. During the test and at the customer the device reacted as specified to the malfunction and initiated a warmstart in an attempt to fix the error. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds) the ventilation continues with the old parameters. Immediately after restarting the ventilation, an mv low alarm will be generated, which will stop as soon as the applied volume is greater than the lower limit set for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.